Event description:
A healthcare facility in new jersey reported via a fisher & paykel healthcare (f&p) field representative that the water levels of two mr290v humidification chambers were above the black water level line and the water oveflows into the circuit. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint mr290 humidification chambers were not returned to fisher & paykel healthcare for evaluation. An attempt was also made to obtain additional information about the reported fault but no response was received from the customer. Without the return of the complaint device or further information from the customer, we were unable to determine if the device had a malfunction which could have caused or contributed to the reported event, or identify the root cause of the reported fault. Overfilling of water is usually caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. In circumstances where the primary float is disabled, the water may overfill above the black water level line of the chamber but the secondary float will serve as a backup to prevent the water from overflowing outside the chamber port and entering into the breathing circuit. All mr290 chambers have float function and valve testing performed twice during production. A failure of any test would result in rejection of the chamber before distribution. The user instructions that accompany the mr290 humidification chamber specify in the warning section "do not use the chamber if the water rises above the maximum water level line" along with a diagram directing the user to check the water level on the chamber. A written description of the meaning of the symbols used is also included in the user instructions. It also states the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The complaint mr290 humidification chambers are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the water levels of two mr290v humidification chambers were above the black water level line. There was no reported patient involvement.